Event description:
It was reported that the pump was removed because the battery was depleted. No patient injury was reported. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4): as previously reported analysis of the pump found pump motor gear train anomaly with corrosion. In addition, lack of lubrication was also found. Flow testing confirmed the pump was dispensing accurately. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed; there were no leaks found in the pump tubing. Aspiration through the catheter access port (cap) was performed and the process was found to be normal.

Manufacturer narrative:
Concomitant medical products:product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4). Analysis of the pump found a motor gear train anomaly with corrosion.